Event description:
Pull from knee upwards into thigh [ligament sprain]. Pain [pain]. Scales on scalp [skin exfoliation]. Scalp began to itch, red spot [rash pruritic]. Case description: spontaneous report was received on (B)(6) 2013 from a male patient (age not provided), initials (B)(6). The patient's medical history was not provided. On an unspecified date in (B)(6) 2013, approximately 5 weeks ago, the patient initiated treatment with synvisc (hylan g-f 20) injection (route of administration and dose regimen not provided) in an unspecified location. The lot number for synvisc was not provided. It was reported that the treatment was started as precaution. On an unspecified date in (B)(6) 2013, the patient experienced a steady pull in the thigh while walking and running. On an unspecified date in 2013, the magnetic resonance imaging (MRI) of hip and spine was performed, however no relation was detected. The action taken with synvisc treatment was not provided. The outcome of event was not provided. Relevant concomitant medications were not provided. The intensity for the event of steady pull in the thigh was not provided. The relationship of synvisc with the event was not provided. It was reported that the injections might have been the cause for the problems in the thigh since he had no problems before the injections. Follow up information was received on (B)(6) 2013 from a consumer regarding his medical history, product information, event information, clinical course and treatment medications which upgraded the case to serious. Patient's medical history was significant for arthrosis of left knee, currently reported with no major problems. On (B)(6) 2013, the patient received first synvisc injection, sidewards into the knee joint. On (B)(6) 2013, the patient received second injection of synvisc and one hour later experienced pull from knee upwards into thigh, his scalp began to itch and developed red spots and scales on the scalp. On an unspecified date in (B)(6) 2013, patient experienced pain. On (B)(6) 2013, patient received third injection of synvisc and was given tavegil (clemastine) as a treatment for scalp itching, red spots and scales on scalp. On the same day, the pain did not decrease and skin of head and face was reported to be disastrous. It was reported that his physician thought that the pain was due to patient's back or hip and not due to synvisc injections. On unspecified dates in (B)(6) 2013, approximately after 3 weeks, the patient recovered from the events of scalp itching, red spots and scales on scalp as the skin normalized. On (B)(6) 2013, the patient received cortisone injection into the joint and about 30 minutes later, recovered from the event of pull from knee upwards into thigh and became symptom free. The outcome for the event of pain was recovered. The intensity for the event of pain was severe. The intensity for the events of scales on scalp, scalp itching, red spots was not provided. The relationship of synvisc with the events of pain, scales on scalp and scalp itching, red spots was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.